Event description:
A surgeon reports that once the intraocular lens (iol) was inserted in the eye during iol implant surgery, the iol had a tendency to decenter or tilt. The surgeon enlarged the incision slightly to remove and replace the iol.